Event description:
It was reported that during a shoulder arthroscopy procedure, an arthroscopic cutter produced metal shavings. It is unknown if all of the shavings were removed from the patient. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to (B)(4) so a device evaluation could not be performed and a root cause could not be determined. Prior to release, 100% of all arthroscopic cutters are inspected and function tested. The device history record for the device indicates that the cutter passed all applicable inspections and tests prior to release. (B)(4)'s instructions for use states, "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event is not occurring more frequently or with greater severity than is usual for the device.